Manufacturer narrative:
Primary surgical notes stated that the final reduction revealed an excellent range of motion, stability and restoration of leg lengths. No complications noted. Revision surgical notes state that the pt was doing well until they had a sudden traumatic event. The pt felt a pop and had severe pain and was no longer able to bear weight or get around. X-rays revealed a displaced fracture of the proximal medial femur. During the revision, it was found that there was a fracture of the medial calcar and proximal medial shaft. The femoral component was subsided and removed with axial distraction. Cause cannot be definitively determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to a femoral shaft fracture.